Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
The customer reported that during (B) (6) 2009, there had been a tube with a blown cuff where the patient required a non-routine replacement of the tube. The tube was discarded and the customer had no other details of the event.